Manufacturer narrative:
Evaluation summary: the stent was returned off the balloon and the delivery system was not return for analysis. Stent was returned attached to a piece of guidewire. Stent was completely deformed, with the entire stent bunched together. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was used to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the mid-right of the right coronary artery (rca). The lesion was pre-dilated and post-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It is reported that after the stent was implanted the physician tried to remove the non-medtronic distal protection device but it could not be retracted and got caught on the distal stent edge, causing the stent to become deformed. When the physician attempted to remove the non-medtronic embolic device, following the IFU, the issue occurred. There was strong resistance when removing the non-medtronic embolic protection device. The physician tried to withdraw the whole guiding catheter together with the guide wire and the stent; however, it was difficult to retrieve the devices. The procedure was aborted as the devices could not be withdrawn from the patient's body, the patient was transferred to the cardiovascular surgery department of another hospital and a thoracotomy was performed to remove the stent and the distal protection catheter. A right coronary artery was bypassed performed, this open chest surgery was performed to remove the stent in the coronary artery. The stent and the distal protection catheter were collected successfully. The physician commented that he does not think the issue is related to the stent. After the procedure the patient recovered successfully.

Manufacturer narrative:
Evaluation summary: the stent was returned off the balloon and the delivery system was not return for analysis. Stent was returned attached to a piece of guidewire. Stent was completely deformed, with the entire stent bunched together. Image review: the images capture the pre-dilation of the severely stenosis lesion. Two guidewires and an embolic protection device are visible in the target lesion. The complaint 4.0 x 38mm stent is then delivered and implanted in the treatment area. The implanted stent is then post dilated. An attempt is made to remove the embolic protection device through the stent; however, the device is caught in the implanted stent. This interaction results in damage to the distal end of the resolute integrity stent. Further removal attempts are captured but the embolic device removal was not possible due to resistance encountered. Additional deformation occurred to the complaint device due to the follow up attempts to remove the embolic protection device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.